Event description:
MFR rec'd a report from an attorney stating that a homecare bed collapsed and resulted in the pt's death. Photographs of the bed have been rec'd but, an eval of the bed has not been permitted.